Event description:
The customer reported a leak in the pilot balloon seam of the tube. The pt required a non-routine replacement of the tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.